Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #3) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #3). Additional emdr were submitted to represent the bard/davol ventralex (device #1) and bard/davol ventralex (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bardnot returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of two (2) unspecified bard/davol ventralex (device #1 and device #2). On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #3). As reported, the patient is making a claim for an adverse patient outcome against the two bard/davol ventralex (device #1 and device #2) and bard/davol ventralex st (device #3). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #3) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2011) is considered to be a best estimate. Updated fields: a2, b2 (outcomes attributed to adv ev), b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st (device 3). Additional supplemental emdr were submitted to represent the bard/davol mesh - ventralex (device 1) and bard/davol mesh - ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of two (2) unspecified bard/davol ventralex (device #1 and device #2). (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #3). As reported, the patient is making a claim for an adverse patient outcome against the two bard/davol ventralex (device #1 and device #2) and bard/davol ventralex st (device #3). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia (x3) thereby underwent open repair with implant of two ventralex mesh (device 1 and 2). Per operative notes, ¿in the lower midline, two separate small hernia defect was dissected. To the largest defect, a large ventralex mesh (device 1) was placed and secured with sutures and small ventralex mesh (device 2) was placed covering the small hernia defect¿ (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex st mesh (device 3). Per operative notes, ¿the scar tissue and hernia sac in the infraumbilical region was dissected off and ventralex st mesh (device 3) was placed over the defect and secured in position with sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral incisional hernia, chronic abdominal pain, rolled and contracted meshes thereby underwent laparoscopic repair with removal of old meshes (device 1, 2 and 3) and implant of synthetic mesh. Per operative notes, ¿dense adhesions to the anterior abdominal wall were lysed. The mesh (device 1, 2 and 3) were seen severely contracted and rolled upon themselves. The mesh (device 1, 2 and 3) were removed. And recurrent hernia in the periumbilical region was repaired with synthetic mesh and sutures.¿